Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had received no motor movement or negligible movement. Retries to free a stuck motor failed alarm. The customer¿s blood glucose level was 168 mg/dl. The customer stated that they had received a no motor movement or negligible movement. Retries to free a stuck motor failed alarm. It was reported that they had received again alarm during the load reservoir and fill tubing process. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no motor movement or negligible movement. Retries to free a stuck motor failed during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to corrosion found on the motor home switch.